Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Fill volume: 600 ml . Flow rate: 8 ml/hr. Procedure: total knee arthroplasty. Cathplace: adductor canal block. It was reported that a fast flow event occurred. There was no patient injury. Further information received stated that a catheter was placed on a young man. Catheter placement was confirmed as good, with good pain relief provided. It was set at a rate of 8 and lasted around 50 hours, instead of the 75 hours. It was questioned if the spring inside could be faulty.

Manufacturer narrative:
The pump was received empty and used. The pump was refilled with 0.9% of saline using the repeater pump to the nominal value of 600ml. Infusion verification was performed on all the functional saf (select-a-flow) flow rates and it flowed. The flow accuracy test was performed with the saf set to 8ml/hr. After 56.25 hours of testing, the pump yielded a flow rate of 7.66ml/hr, which was within specifications with a +/-20% tolerance. The pressure pot was performed on the flow control tubing (selected-a-flow unit) on flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The tubing was detached from the pump and connected to a pressure gauge. The average bladder pressure used was 6.92psi. Flow rate 2ml/hr yielded a flow rate of 2.18ml/hr, which is within specifications with a +/-20% tolerance. Flow rate 4ml/hr yielded a flow rate of 3.95ml/hr which is which is within specifications with a +/-20% tolerance. Flow rate 8ml/hr yielded a flow rate of 8.05ml/hr which is within specifications with a +/-20% tolerance. Flow rate 14ml/hr yielded a flow rate of 12.56ml/hr which is within specifications with a +/-20% tolerance. The sample evaluation concluded that a fast flow was not observed for the pump. During the flow accuracy test, the pump was within specifications. During pressure pot testing, the saf was also within specification. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. According to the use review, the pump was filled at the nominal value and the doctor was experienced in using the pumps. Therefore, there is no evidence that use conditions were contributors to the incident. The root cause is deemed to be unknown. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.